Event description:
It was reported through a service report that the wheel fell out from the litter frame. No adverse consequences were reported. No injury reported.

Manufacturer narrative:
Result description: wheel.